Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a crack in the insulin pump case. Customer stated that the pump was not bumped or dropped and that the crack was on the reservoir compartment. The drive support cap appears to be damaged and sticking out. Customer did not press the cap while connected. Customer does not know what happened. Customer was asked verbally and in written form to return the insulin pump for analysis. Customer was advised that the pump will be replaced. Customer mentioned that she is also pregnant. Customer's blood glucose was 92 mg/dl.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window. The drive support disk was inspected and no anomaly was noted.